Event description:
Further follow-up indicates the patient's ipg became inoperable due to the patient having difficulty remembering to charge. Effective therapy has been restored

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was inoperable. As a result, the ipg was replaced.